Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition but with 3 clips jammed in the jaws. In order to evaluate the device for functionality, the jammed clips were removed. Upon evaluation, the device fired one conforming clip, a double feed incident was noted, the clips were cleared from the jaws and the remaining 8 clips were properly fed and formed. The device locked out as intended but the orange indicator did not show up. A potential cause for the reported incident, is firing the device after a double feed issue, causing the clips to be jammed on the jaws and causing the firing issue. However, no conclusion could be reached as to what may have caused the reported incident or what caused the double feed found during testing. No incident related to the reported event was observed during the batch record review.